Event description:
Discordant toxoplasma igg (txp) false positive results were obtained on an immulite 2000 xpi analyzer with txp reagent kit lot 375. Previous samples were nonreactive on txp kit lot 374. The false reactives on kit lot 375 were correctly identified as being false reactive as the toxo igm (txu) results remained nonreactive and samples were run on another method which confirmed the previous nonreactive result. The results were reproducible on kit lot 375 which indicated there were no problems with the instrument. There were no known reports of patient treatment being altered or prescribed due to the false reactive txp result. There were no known reports of adverse health consequences due to the false reactive txp result.

Event description:
Discordant toxoplasma igg (txp) false positive results were obtained on an immulite 2000 xpi analyzer with txp reagent kit lot 375. Previous samples were nonreactive on txp kit lot 374. The false reactives on kit lot 375 were correctly identified as being false reactive as the toxo igm (txu) results remained nonreactive and samples were run on another method which confirmed the previous nonreactive result. The results were reproducible on kit lot 375 which indicated there were no problems with the instrument. There were no known reports of patient treatment being altered or prescribed due to the false reactive txp result. There were no known reports of adverse health consequences due to the false reactive txp result.

Manufacturer narrative:
The customer contacted the siemens healthcare technical solutions center (tsc) regarding the false reactive toxoplasma quantitative igg (txp) results observed with reagent kit lot 375. The issue is under investigation. The cause of the false reactive txp result observed with lot 375 is unknown at this time. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
(B)(4): additional information:siemens has investigated the issue and has determined that the frequency of the false positive patient results reported is within the IFU specificity claim of (B)(4) for the immulite systems toxoplasma igg assay.the instrument is performing within specifications. No further evaluation of the device is required.